Manufacturer narrative:
As reported in a research article, 100 consecutive patients weighing less than 1000 grams underwent patent ductus arteriosus closure between june 2015 and march 2020; it was reported that three patients implanted with the amplatzer vascular plug ii experienced adverse events. One of the patients had an inadvertent laceration of the inferior vena cave resulting in patient death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer vascular plug ii instructions for use, arten600038211 revision a "intended use: the amplatzer" vascular plug ii is indicated for arterial and venous embolizations in the peripheral vasculature."

Event description:
The article, "single-center experience of 100 consecutive percutaneous patent ductus arteriosus closures in infants =1000 grams", was reviewed. This research article is a single center experience to describe the lessons learned from percutaneous patent ductus arteriosus(pda) closures in patients weighing less than or equal to 1000 grams. 100 consecutive infants weighing less then 1000 grams underwent transcatheter patent ductus arteriosus(pda) closure between june 2015 to march 2020. The average age was 24.3 days old and the average weight was 821.4 grams. Patient history included: pulmonary hypertension, necrotizing enterocolitis, intraventricular hemorrhage, sepsis and renal impairment. It was reported that 3 patients were implanted with an amplatzer vascular plug ii. One of the infants ((B)(6) g) had inadvertent laceration of the inferior vena cava due to a guidewire-sheath/dilator size mismatch leading to mortality. Subsequently, the use of amplatzer vascular plug-ii and guidewires were abandoned. The article concluded that transcatheter pda closure is feasible in infants =1000 g. However, it will find its way into the algorithm for pda management in premature infants only if the procedure is safe. A regimented approach is necessary for success. The primary and correspondence author of the article is ranjit philip, md, 848 adams avenue, memphis, tn 38103 with the corresponding email: rphilip@uthsc.edu.